Manufacturer narrative:
Correction: section h4: correction: in initial report, the manufacturer date provided was inadvertently reported as oct 4, 2021, however the correct date is oct 7, 2021. Additional information/device evaluation: section h3: device evaluated by manufacturer - yes. Section h4: correction: in initial report, the manufacturer date provided was inadvertently reported as oct 4, 2021, however the correct date is oct 7, 2021. Section h6; type of investigation - 3331, 4109. Section h6; investigation findings - 213. Section h6; investigation conclusions - 67. A review of the records related to this equipment that included labeling, manual, and risk documentation reviews for this equipment was performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision has been submitted.

Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during cataract surgery of right eye, the capsulotomy incision was not planned on the catalys. Doctor stated that segmentation and softening was planned and completed using the catalys. Doctor stated that a posterior capsule tear was noted during surgery, anterior vitrectomy performed successfully, intraocular lense (iol) implanted successfully in sulcus. No other information provided at this time.